Event description:
Reference number (B)(4). Event occurred in korea,(B)(6). It was reported that the patient experienced an injection port leak during use event on 22-feb-2026. The leak was observed at the top of the septum. No further information available.